Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was explanted from patient's operative eye. The reason for explant was not provided, and no additional information has been received.